Event description:
It was reported to philips that there are times when the paddle test fails. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the als device indicating that the device was failing a test of its paddles. There was no report of patient involvement. Based on the information available and the remote testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. H3 other text: remote support provided.